Event description:
It was reported during a surgical procedure at the user facility the device was displaying error messages and a warning resulting in the procedure being cancelled. It was reported there was no impact on the patient and no medical intervention.